Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure. The device was used to facilitate capsule placement. A repeat procedure was performed. Customer stated that they had a spare capsule on site and it was deployed without problem or harm to the patient or user. The delivery system would not be return but the capsule would be return for investigation.